Event description:
It was reported that this inflatable penile prosthesis (ipp) was separated, causing fluid loss. It was determined that the device may have been crossed over in the corpus and not placed correctly. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.